Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02171. It was reported that the patient experienced an infection. Reportedly, there was a bump between where the two leads were placed, and the physician suspected a staph infection. As a result, the patient's leads were explanted. The patient was kept in the emergency room for an additional 5-6 days while on IV antibiotics.

Event description:
It was reported that a staph infection was confirmed.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.